Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood on the exterior of the catheter. Additionally, the optical fiber was found to be broken 45.2cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood on the exterior of the catheter. A kink was observed on the catheter tubing and inner lumen approximately 45.2cm from the iab tip. An additional kink was observed on the catheter tubing near the y-fitting approximately 74.9cm from the iab tip. The optical fiber was found to be broken within the kink. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and connected, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer utilized a pressure transducer to continue therapy for two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: medical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).